Event description:
End-user reported a red, wet rash without pain at the left lower quadrant of peristomal skin located under the one piece tape border, which began approximately in (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user performs skin care prep as follows: washes with soap and water; applies protective skin barriers; antifungal powder and then the appliance. End-user was instructed in skin care and crusting techniques by using the powder first and then the protective barrier wipe. End-user will also be sent samples of a one piece appliance without a tape collar; (B)(4) cohesive seals and (B)(4) no-sting protective barrier wipes. End-user was provided instructions to notify convatec with any questions and/or concerns. It is further reported that end-user is currently using (B)(4) powder prescribed by her physician. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.